Manufacturer narrative:
H3: the device was received for evaluation. A review of the service history identified no indication that the complaint was related to prior servicing within the review period. The customer complaint of a ¿cassette not attached¿ error was confirmed through event log review and occlusion testing. The investigation determined that the downstream occlusion (dso) sensor and dso seal would be replaced to fix the issue.

Event description:
The device was returned because it kept alarming "cassette not attached properly reattach cassette". The results of the investigation verified that the "cassette not attached properly reattach cassette" alarm was the high priority alarm which could interrupt therapy. There was no patient involvement.